Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion during a follow up appointment. This device was subsequently explanted and replaced. This device will not be returned as it was disposed of at the healthcare facility. No additional adverse patient effects were reported.